Event description:
Radiant warmer used to warm infant after axillary temperature 97.3f. Skin probe placed over liver in ruq (right upper quadrant) of abdomen and control point set at 37.1c (98.6f). When skin temp reached 36.1c, machine produced little to no heat and kept alarming. At 2135, infant transferred to another warmer which read his skin temp at 35.8 (96.6f) and his axillary temp was 97.2f at this time.